Event description:
The pt was feeling symptoms of hypoglycemia and tested his blood glucose on the suspect on the suspect device at 12.45pm, it was 117 mg/dl. At 1pm, the paramedics arrived and tested his blood glucose on their device and it was 38 mg/dl. He was given 1 amp of glucose and taken to the hosp.